Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported that a year ago, the patient was having unexplained low blood glucose (bg) levels. The reporter indicated that the patient's health care provider (hcp) requested for the pump to be removed a year ago on an unspecified date/time due to the low bg's. The reporter indicated that the threading in the pump's cartridge compartment was stripped. She concluded that possibly the pump had delivered insulin when the cartridge cap was bumped. She denied ever seeing insulin coming out of the tubing when the cartridge cap would be bumped. The patient reportedly had low bg episodes during the time of concern. At one point, the patient had a bg level of ''40 mg/dl'' with symptoms of shakiness, irritability, and slurred speech. The reporter would treat the patient with carbs during the low bg events and her bg's would come back up to normal. In one case, the reporter consulted with an hcp regarding the low bg's. She denied, however, that the hcp provided treatment. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump would deliver insulin whenever the cartridge cap would be bumped. She also claimed that due to the alleged issue, the patient suffered a low bg level with symptoms suggestive of severe hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.